Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 9.3 cm diameter abdominal aortic aneurysm. The proximal neck measured 22 mm in diameter and 40 mm in length. The right common iliac artery measured 38 mm in diameter and 40 mm in length. The left common iliac artery measured 26 mm in diameter and 60 m in length. The right internal iliac artery measured 21 mm in diameter. The left internal iliac artery measured 21 mm in diameter. The minimum diameter of right external iliac vessel measured 8.7mm. The minimum diameter of left external iliac vessel measured 8mm. Additional information reported that the distal type I endoleak seemed to be caused by the left contralateral limb. The left common iliac artery had aneurysm during implant. The aneurysm has enlarged since implant. No clinical sequelae were reported and the patient is fine.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow-up CT scan, an increase in the aneurysm size possibly due to a distal type I endoleak was shown. The patient will be monitored. No clinical sequelae were reported and the patient status is fine.

Manufacturer narrative:
Implanted in common iliac artery diameter greater than 25 mm.

Manufacturer narrative:
(B)(4).